Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient has not had access to sound with the device for the last month. No trauma, accident or changes in health were reported. Re-implantation is considered.

Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Event description:
The recipient has not had access to sound with the device for the last month. No trauma, accident or changes in health were reported. The recipient was re-implanted.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode, as it might be caused by an external mechanical impact appears likely. However to confirm an exact root cause of failure a device investigation of the explanted device is necessary. Re-implantation was carried out but the device has not been received for investigation yet.

Event description:
The recipient has not had access to sound with the device for the last month. No trauma, accident or changes in health were reported. The recipient was re-implanted.